Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio pro meter was displaying an unknown error message. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (11/27/2012)-device evaluation: the lay user/patient's product has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and produced an error 4 during control solution testing. A secondary issue was also observed and found the test strips failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.